Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer had a clicking sound, and it did not sense that it had been closed. There was a 10-minute delay for the customer to dispense the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch sensor connection issue. A field service engineer powered down the station, reseated the latch sensor, row board connector, and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.